Manufacturer narrative:
The reported event could be confirmed related to the determination that the switch for the ratcheting and rigid function on the handle came out and one additional screw was returned. The visual investigation revealed that the screwdriver handle was returned with detached switch and one additional screw. It was determined that the recess for the switch movement was additionally unauthorised equipped with a foreign plastic part and the additionally returned screw does not fit to the screwdriver ratcheting component system and is therefore not suitable for the switch fixation. The appropriate fixing screw of the switch itself was not included in the return shipment and is missing. Furthermore, the screwdriver handle is marked with production code aa07 which indicates that the fixing screw of the switch is being secured by a welding point against any loosening and unauthorised disassembling of the screwdriver ratcheting handle. Related to the welding point it was determined that the welding point was destroyed by the customer during unauthorised forcibly disassembling. Furthermore, the countersink of the fixation hole of the switch shows significant friction traces indicating that the fixing screw was initially attached and firmly tightened. Even more, the disassembled ratcheting base with the gear and gear plates shows an additionally foreign assembled rod by the customer that does not fit to the screwdriver ratcheting component system. It was determined that the original equipped inner spring system which activate the ratcheting mechanism in clockwise and counter clockwise direction was unauthorised forcibly removed and is missing. Based on investigation the root cause that the ratcheting mechanism did not work was attributed to an unauthorised forcibly disassembling and manipulation of the ratcheting mechanism by the customer. Thereby foreign components were assembled to the inner ratcheting mechanism and the original equipped spring system which activates the ratcheting mechanism in clockwise and counter clockwise direction was unauthorised forcibly removed. The additionally returned screw does not fit to the screwdriver ratcheting component system and is therefore not suitable for the switch fixation. Indications for any material or manufacturing related issues could not be found in the investigation.

Event description:
It was reported that during surgery, the "switch" (revolving and rigid) on the screwdriver ratcheting handle came out. This was due to the small screw breaking which attaches the switch to the handle. Standard hospital product was used to complete the surgery.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during surgery, the "switch" (revolving & rigid) on the screwdriver ratcheting handle came out. This was due to the small screw breaking which attaches the switch to the handle. Standard hospital product was used to complete the surgery.